Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of incident. The customer was treated with insulin drip in the hospital. Based on customer report customer did allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump was not working with insulin delivery. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.